Manufacturer narrative:
PMA/510k: similar product to 190-000. Investigation summary: the required intake information to enable further investigation, such as the kit's lot number and logfiles, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue as no information was provided for investigation.

Event description:
The customer reported conflicting results with the ID now covid-19 assay on nasal swab samples performed on (B)(6) 2022. The first test generated a negative result. Retesting was performed with a different nasal swab sample which generated a positive result. No additional retesting or confirmatory testing was performed. The customer reported that the patient was symptomatic at the time of testing. No procedural or treatment delay as a result. No additional information was provided.